Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that the soundstar eco catheter was not recognized. (The catheter was not recognized on carto3 and did not display on the p500 screen.). The issue was resolved by replacing the sound star eco catheter to another new one. Then it was reported that about 4 hours after the start of the procedure, the physician checked left ventricle by echocardiography and about 1 cm effusion was found. Emergency pericardial drainage was performed for 1 hour, and the patient's condition got stable. The patient left the room without problems. The drain was removed and a body surface echocardiography was performed. Patient fully recovered and did not require extended hospitalization. The drained blood oxygen saturation level was checked, and the concentration was low, so it was most likely that the tamponade occurred in the right heart system. It was most likely that other manufacturer's rv (right ventricular) catheter has perforated the pericardium when the heart moved after the isp administration. The definite cause was unknown. Atrial septal puncture was performed with rf (radiofrequency) needle. Ablation was performed before tamponade was confirmed. Steam pop was not confirmed. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31321149l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).